Event description:
It was reported that during vessel access at the beginning of the implant procedure, the patient showed symptoms of chest pain, a rise in blood pressure and heart rate, and hematoma. The procedure was abandoned and the patient was treated medicinally. The event required an extended hospital stay. The patient is a participant in the (B)(4) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.